Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized and treated with vancomycin (1 gram, next exchanges then every 4th day) and cefepime injection (1 gram in next bag then 250 mg in each exchange), as a treatment for peritonitis. The cause of peritonitis was unknown. At the time of the report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.